Event description:
It was reported that an alarm was heard and also confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume reached. The pump was being refilled on the day of report (B)(6) 2015. The patient's low reservoir date was on (B)(6) 2015 but the they did not know when the empty reservoir alarm occurred. The patient had relocated and had not been able to find a new managing physician in the area. It was noted that withdrawal was reported. The pump system was delivering morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).